Event description:
The customer alleged that she performed a control test and received a result of 48 mg/dl using her contour meter. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer asked customer service to call her back. Three attempts were made to contact the customer, but customer service was unable to speak with her. No product will be returned at this time.